Manufacturer narrative:
Due to limited information provided by FDA's sus voluntary event report #mw5087191, a review of miradry's complaint database could not match this incident with other reported cording or nerve damage complaints. Also, miradry was unable to determine if the nerve damage was diagnosed by a physician.

Event description:
Patient reported to FDA regarding symptoms of loss of flexibility (cording) that caused shooting pain while raising arms and believed he/she is experiencing "permanent nerve damage leading to loss of sensation" in underarms.